Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the cannula had a hole in the middle of it and was bent upon removal of the pod. We are unable to confirm the damaged and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours on the arm. It was noted that the cannula had a hole in the middle of it and was bent upon removal of the pod. Fluid was noted to be leaking and the site was described to be bleeding and bruised. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received with the cannula assembly deployed. The investigation found a kink in the exposed soft cannula. The exposed soft cannula damage did not prevent fluid from passing freely through the fluid path. The kinked soft cannula resulted in stretching and therefore measuring longer than the specification. The pod data did not present any issues that would indicate a failure to deliver insulin. The timing and cause of the observed damage and whether it contributed to the reported cannula damage could not be determined. The exact cause of the reported cannula damage could not be determined. The investigation also observed a dull formed needle tip during fluid path testing. Although no blood was observed, the inadequacy of the formed needle tip can be confirmed as the cause for the reported bleeding and bruising.